Event description:
During a hammer toe repair with tendon transfer, the screw broke as it was being inserted. It was reported that the surgeon used the drill and drill guide as indicated in the product directions for use. An additional implant from same lot was used to complete the case. The tip of the implant remains in the patient's bone, and it was reported that there were no concerns because piece is bioabsorbable. No adverse consequences reported with the patient as a result of event. This device is used for treatment.